Manufacturer narrative:
The manufacturing location was unknown. Mfg date:the device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger. Therefore, the reported condition was confirmed. It was further reported that the device had a loose jump ring. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the trigger was sticking on the battery oscillator device. During in-house engineering evaluation, it was observed that the device has a sticky trigger and a loose jump ring. It was not reported if there were any delays in the surgical procedure, or if an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.